Event description:
Boston scientific received information that a red alert was detected on this right ventricular (rv) lead from the patient's home monitor system for high pacing impedances. A health care provider contacted boston scientific technical services (ts) to discuss that during a follow up they were getting a message to check the rv lead. The impedances for this rv lead have ranged from 1,400 ohms to 1,600 ohms with an out of range impedance greater than 2,000 ohms and then down to 1,812 ohms. The local sales representative contacted ts to discuss recommendations. Ts stated that this is up to the physician's discretion; they can choose to monitor or investigate further. The physician would like to discontinue receiving red alerts for this issue. Ts discussed that red alerts will continue as long as the impedances reach greater than 2,000 ohms. After further investigation it was noted that the two red alerts were triggered due to out of range impedances greater than of 2,000 ohms. No adverse patient effects were reported. Additional information received from the local sales representative states that this patient will be seen in the near future, where the physician will then decide if they want to continue monitoring or make any changes to the system. No adverse patient effects have been reported at this time.

Manufacturer narrative:
At this time the lead remains in service. Should additional information become available this investigation will be updated.